Event description:
Clinical report states the pt was revised because of poly failure-dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the retrieved device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.